Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been taken to the hospital via ambulance in (B)(6) 2016. Customer was at a restaurant and passed out. Customer's blood glucose was 20 mg/dl. Customer was treated with IV to stabilize blood glucose. Customer was wearing insulin pump at the time of hospitalization.